Event description:
Event description boston scientific, crm received information that prior to the replacement procedure for normal battery depletion, this pacemaker had a magnet rate of 100 ppm. However, upon interrogation the device went to no output. This resulted in a pause in pacing until the patient's underlying rhythm of 30 bpm began. The patient experienced no adverse effects during this pause in pacing. Another pacemaker was subsequently implanted without complication.